Event description:
This shaver handpiece was returned with a request for repair. No additional information was available. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for evaluation. The handpiece was tested and found to have the potential to activate on its own related to cable resistor failure. A review of product history for the past 2 years shows no other reported events for this failure mode. No injuries are associated with this failure mode. This product will continue to be monitored for failures.